Event description:
Information was received indicating that the no disposable, clamp tubing alarm occurred on a smiths medical cadd-legacy® 6500 pump. The patient replaced the cassette and the alarm was cleared. There were no reported adverse patient effects.